Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as raw and broken out. The patient also reported that they constantly sweat. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a powder for the rash. Outcome of the rash is unknown.

Manufacturer narrative:
Not applicable.